Event description:
It was reported the atrial patient connection plug is damaged. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the atrial output connector is broken. Analysis also found the lower case, side bail covers, and ring cover are broken. Heart block, lead flex cover, heart wire contacts, and heart lead flex are contaminated. Serial number label is damaged. (B)(4).